Event description:
It was reported that during interrogation that the device was in reset status. The reset could not be cleared. The device is still in use. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, and battery depletion indicated/eri was observed. Measurement system lock-up is a possible cause.